Manufacturer narrative:
H10: the sample was received in unused condition. A visual inspection with the naked eye observed a round, black, hard particulate matter (pm) inside the drain line tubing.the pm was partially encapsulated and embedded in the tubing wall. Therefore, the reported condition was verified. The cause of the condition was determined to be manufacturing related and identified to be burnt plastic material caused by a pin build up broken off during the tubing extrusion process. Particulate matter in the drain line does not pose a significant risk to the patient because the drain line is not part of the fluid path leading to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ¿small piece of plastic, a quarter of an inch long¿ was found inside the patient line of an amia automated pd cycler set. This occurred prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.